Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The integrated electrosurgical unit (iesu) was visually inspected. Heat sink paint is faded. The iesu has no significant scratches or dents. The front bezel is in decent condition. The iesu was placed on a system and was run in normal mode. Errors c-34 during start-up and c-34/c-92 mono coag activation were confirmed during testing and in the system logs. The measurement value for the hf voltage was too small. Root cause is attributed to defective component. The iesh had a small measurement value for hf voltage.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. However, failure analysis is not complete. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer encountered repeated error c-34 on the integrated electrosurgical unit (iesu). The customer attempted to power cycle the iesu to clear the error with no change. The customer placed a back-up third party generator into service (force triad) to provide monopolar energy. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure was completed with a back-up generator, and the issue was identified after ports had been placed. Troubleshooting was attempted, including power cycling the system, however that did not clear the error message. The customer confirmed that there was no patient injury or harm as a result of the issue.